Event description:
It was reported the epg (external pulse generator) will not power up, and the battery heats up. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is corroded. Battery flex, lower case, battery contacts (compressed), and lcd (liquid crystal display) are corroded. Lead flex cover and encoder flex are contaminated. Upper case is broken and contaminated. Keyboard is scratched.